Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The event was not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) e1: full establishment name - (B)(6). H6: proposed component code - mechanical (g04)- drill. Attempts have been made to gather product ID information and no further info is available. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an orthopedic surgery of the right elbow, the cst noticed the surgeon had broken off the tip of a zimmer drill bit as it was being returned to her. The surgical technician alerted the surgeon, zimmer rep, & rn circulator immediately after noticing. Tip of drill bit was retained in the patient's hardware, as seen on x-ray. Per the surgeon, this is not of clinical concern and will not have an effect on the patient's healing. Attempts have been made and no further information has been provided.